Manufacturer narrative:
Fowler. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was reported by service report that the fowler needs to be replaced due to a weld break. No pt involvement or adverse consequences were reported.